Manufacturer narrative:
Technician visited patient to assess the damage to their carpet caused by their concentrator. It looks like the exhaust of the machine has burned through the carpet exposing the underlay. The perfect o2 is the same /similar to the (B)(4) product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).

Event description:
Technician visited patient to assess the damage to their carpet caused by their concentrator. It looks like the exhaust of the machine has burned through the carpet exposing the underlay. The perfect o2 is the same /similar to the (B)(4) product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).